Manufacturer narrative:
Evaluation summary: the analysis results found that the atw35 device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found boken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history records were reviewed with no anomalies noted the manufacturing process.

Event description:
It was reported during a laparoscopic sigmoidectomy the device did fire on the first time but did not with the second reloaded. A like device was then used to complete the case with no pt consequence.